Event description:
It was reported that a pocket infection occurred. Blood tests were normal and there was no sign of endocarditis. Antibiotics were given and the implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event. The patient was enrolled in the panorama 2 study.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).